Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead had migrated. X-rays confirmed lead migration. During surgery on (B)(6) 2014, the physician explanted and replaced the patient's scs lead and electively replaced the ipg to a different model ipg.